Event description:
A dreamstation auto CPAP w/hum/cell, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. According to the details provided by the field service engineer, the modem flip door is absent, the lcd screen has scratches, the buttons on the upper enclosure are damaged, and foam particles were discovered inside the assembly. The device was ultimately scrapped. Further investigation cannot be conducted at this time. If new information is received, a follow-up report will be submitted.